Event description:
It was reported that the patient¿s stimulator was completely dead and she¿d met with a company representative the day prior to jumpstart it. It had to be jumpstarted (physician mode reset) because it was not working at all. The device had been overdischarged (od). This was the first od and the jumpstart successfully reset the device. The patient thought it was an issue with the recharger, and that it would not recharge. The patient was told to continue charging at home as there was no charge. The patient sat for 5 hours and the stimulator had reached 50%. The patient notified the company representative the day of the report who thought it might be the power source. The recharger was still not charging and did not appear to be functioning appropriately. Communication and coupling problems were noted. The patient indicated the connector pin was wiggling/loose and the patient needed to hold it. If she moved it went off screen. The patient was unsure what to do to make it stay plugged in as she could sometimes hold it in place and other times not. The charger had a loose connector but worked some. During the jumpstart, the company representative had used their recharger on the patient¿s device and had all boxes shaded. Initially the representative thought the stimulator might have flipped because it was completely dead, but the recharger worked fine to recharge the stimulator. The patient did charge in the office and had a ll boxes shaded initially. The morning of the report, the stimulator was at 50% and no boxes were shaded. The patient repositioned the antenna and tried again, but this was when she noticed if she moved she would lose connection. The patient was ¿dying¿ because she didn¿t know how much she depended on it until she didn¿t have it. Four days later, it was again reported that the recharger was not charging. The patient had received a new desktop charger on (B)(6) 2015. When she tried to charge the recharger, the screen remained blank. The green light was showing and she saw the splash screen appear as well. The patient had tried charging for 24 hours before she started to get concerned again. The patient received a new charger on (B)(6) 2015 and the stimulator was stated to be working properly. The patient had good coverage of stimulation pattern and good pain relief. Upon return, the recharger¿s connector was replaced due to bent pins. The label and face plate were also replaced. The desktop charger was also returned. The cable assembly with the broken connector was replaced. Later, the patient reported that they had lost a lot of weight and somehow it had flipped. The patient stated that they had to replace the power supply and the external unit and they still had some problems with it making connections. Follow up with the healthcare professional (hcp) indicated that the patient was not treated for spinal cord stimulation (scs) in their office. The patient only had an initial visit at their office.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 377660, lot# v002687, implanted: (B)(6) 2008, product type: lead. Product ID: 37751, serial# unknown, product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).